Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation on her back about 2 weeks ago and has not been wearing the lv. There was no alleged device malfunction contributing to the irritation. Pt was treated in the ICU while at the hospital. Pt's sister said that creams were applied but does not know what brands. Follow up indicated that the cream is helping with the skin irritation.